Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device during the same surgery. This report is submitted on 21 september 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on august 14, 2020.

Event description:
Per the clinic, the patient experienced poor performance and pain with the device, and was treated with oral antibiotics. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.